Event description:
Same case as MFR#2134265-2008-02576. It was reported that during a coronary drug eluting stenting treatment procedure, stent occlusion occurred. The lesion being treated was located in the 99% stenotic 1st diagonal (d1). The lesion was calcified and the vessel was severely tortuous. After aspirating the lesion with a rota device, the physician implanted a 3.00 x 20 mm taxus express2 drug eluting stent at the left anterior descending where it crossed the d1. After the stent was implanted, the d1 became 99% occluded. The physician crossed the occlusion with a wire and inserted a 2.00 x 15 mm apex balloon. The physician attempted to inflate the balloon, but the balloon had ruptured. The physician completed the procedure with a different device. The patient condition is listed as good. Further information was requested but was not available.

Manufacturer narrative:
Device analysis. The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The most probable root cause classification will be anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.